Event description:
Patient revised because of osteolysis and polyethylene wear.

Manufacturer narrative:
Examination of the returned item confirms wear of the poly material. There is nothing however, that appears excessive for the length of time in-vivo. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.